Manufacturer narrative:
The field for section could not be populated due to a technical limitation. Common name: pno catheter, percutaneous, cutting/scoring, product code:pno. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the advance enforcer 35 focal force pta balloon catheter burst at 15 atm (atmospheres) during a pta (percutaneous transluminal angioplasty) of a heavily calcified sfa (superficial femoral artery). This product problem did not result in any reported serious injuries to the patient.